Manufacturer narrative:
Age at time of event: patient is above 70 years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the right groin. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation at 2 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.